Event description:
Customer reported the system will not display images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated a circuit board. System operates as intended.